Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer reports error code 133.6090 on their 8015 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer stated they already replace the main speaker. Informed this could be related to the sio board, or ultimately the logic board. Recommended sending in for warranty repair. Transferred customer to repair team for further assistance. Ended call.